Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's family member reported an unspecified adverse event occurred due to programmed settings of the implantable pulse generator (ipg). The physician re-programmed the ipg and the device remains in use. No further patient complications have been reported as a result of this event.